Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. Two hrs later during pt ambulation, oozing and hematoma formation were noted. Manual pressure was held for 15 minutes with hemostasis again achieved. Following this event, a hematoma <3 cm was noted above the puncture site; pulses were present, and the pt was listed in stable condition.